Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes due to noise on the atrial channel were observed. Noise was reproducible during patient arm movements. No intervention was performed at this time, the patient was stable and will continue to be monitored.